Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report the reservoir leaking insulin past o-rings and stated this has happened before. No further details provided at time of call.